Manufacturer narrative:
.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a malfunction alarm during basal delivery. Customer reported that blood glucose level was low (42 mg/dl) but did not believe the low level was related to the malfunction alarm. The customer drank juice to treat the low bg level. Customer indicated that alternate insulin therapy would be used for diabetes management.